Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. The customer requested the part number for a new cable and brick. Additionally the customer reported that they planned on utilizing same brick but was informed by medtronic call center that the brick may be compromised as well due to the electrical aspect. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator was not charging properly and noted to have a wiggled wire going into a connector at the back of the ventilator and it sparked. It was additionally reported that there was a burning plastic smell afterwards. The ventilator was not in use on a patient at the time of the reported event.